Event description:
Boston scientific received information stating: noise on atrial electrogram. Did not cause any adverse events and no pauses. Lead implant date (B)(6) 2007, event date: (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).